Event description:
A report was received that the patient was explanted due to infection and skin erosion at the pocket site. The physician does not think the infection was related to the device or procedure. The patient was prescribed oral antibiotics and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial#: (B)(4), description:artisan 2x8 lim,70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. No complaints about the functionality of the device was reported. The ipg exhibited normal device characteristics. Damage to the lead is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was explanted due to infection and skin erosion at the pocket site. The physician does not think the infection was related to the device or procedure. The patient was prescribed oral antibiotics and is reportedly doing well.